Manufacturer narrative:
Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the involved angio-seal did not properly functioning. There was oozing; manual compression and a pressure bandage was applied. There was conventional closing after the complication (oozing). There was no harm to patient. Additional information was received on july 2, 2019. The procedure the patient presented to go under was percutaneous transluminal angioplasty (pta) of the afc right leg. An antegrade, ultra sound guided, puncture was performed in the right common femoral artery without complications. Vessel size was suitable for closure with an angio-seal. A 6f, 10 cm, introducer sheath was inserted. The stenosis in the afc was treated by doing a pta (5x120mm). A 6fr angio-seal vip was placed to close the puncture site. The locate the artery step and the setting the anchor step were performed without any problem. During the closing the puncture step, there was no immediate closing, it was seen that there was oozing. It was decided to finish the closing by manual compression and by applying a pressure bandage. Patency of the femoral artery was checked by ultra sound, there was no sign of occlusion at the puncture site. The patient deceased the night after the procedure due to the bad condition she already was in, so no follow up of the angio-seal placement was possible. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. A pre-deployment angiogram was performed. Oozing started just after the "set the seal" step.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information.